Manufacturer narrative:
(B)(4); the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored an episode showing a premature ventricular contraction (pvc) had occurred, which initiated polymorphic ventricular tachycardia (vt) that transitioned into torsade de pointes vt. The first shock failed to convert the rhythm, which then accelerated to ventricular fibrillation (vf). The second delivered shock was successful. The episode showed occasional undersensing due to smaller amplitude r-waves and the big/small phenomena. No adverse patient effects were reported.